Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system freezes while digits are loading/no boot. The fse determined the cause of the problem to be a faulty motherboard. The fse issued quote for repair but it was refused by customer. The motherboard of the system contains the basic circuitry and components, including the microprocessor, memory, bios, expansion slot and interconnecting circuitry. The electronic interface between the motherboard and other components is routed through the bus. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An unspecified pcb assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.